Event description:
It was reported that this implantable cardioverter defibrillator exhibited exhibited far-field oversensing of large p waves on the atrial channel. Further evaluation of the device was discussed. It was decided to perform a lead revisition. This device remains in service. No further adverse patient effects were reported.